Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), abdominal distension ("bloating") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, menorrhagia, abdominal distension and dysgeusia had resolved and the fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysgeusia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was update to pelvic pain. Following events were added: general abnormal bleeding, abdominal pain, back pain, dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), fatigue ,weight gain, weight loss, bloating, metallic taste in mouth and she did not underwent essure confirmation test. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.